Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, 1 ml had a misaligned stopper. The following information was provided by the initial reporter: " it was reported stopper defect. "

Event description:
It was reported that bd luer-lok¿ syringe sterile, 1 ml had a misaligned stopper. The following information was provided by the initial reporter: " it was reported stopper defect. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: five photos and one 1ml luer-lok syringe (p/n 309628) sample with customer attached cap was received & evaluated. The stopper appeared to be deformed at the stopper face. The face was angled up towards the flange at a steep angle. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that bd luer-lok¿ syringe sterile, 1 ml had a misaligned stopper. The following information was provided by the initial reporter: " it was reported stopper defect."